Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2024, the patient stated she was getting low readings on the cgm but did not feel any symptoms. She checked a finger stick reading and the bg was 148 mg/dl while the cgm was displaying 68 mg/dl. When her husband came home, the cgm stopped giving readings due to a sensor failure alert. The patient's husband called 911 because they did not know the patient's bg during this time (there was no information if a finger stick reading was taken by the patient). The patient was taken to the hospital and was admitted to the intensive care unit as the patient was 28 weeks pregnant. The patient could not remember treatment while in the hospital. The patient was reportedly restrained due to combativeness. The length of stay was not reported. At the time of the call 2 days later, the patient was out of the hospital and felt fine and better. Data investigation confirmed a sensor failure as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.